Manufacturer narrative:
(B)(4). One used transfer set was received in reference to damaged. During visual inspection it was noted that the tip of the spike was broken/missing. This report was confirmed for damage. A batch review was not performed because the lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that the spike of the transfer set bent. The customer reported that the patient had been using continuous ambulatory peritoneal dialysis therapy for 10 months. The transfer set had been used for 110 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.